Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - advance laa, patient site ID: (B)(6).

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, cause of the reported patient device interaction problem associated with residual shunt could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(4) - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 18mm amplatzer amulet occluder was chosen for implant using an unknown delivery system. The patient was in sinus rhythm at the start of procedure. The device sizing via 2d transesophageal echocardiogram (tee). The landing zone measurements were left atrial appendage (laa) orifice at the widest point was 19.9mm, laa depth = 19.9mm, landing zone at widest point was 17.4mm and landing zone at narrowest point was 12.0mm. A tee was used to guide the procedure. There was no thrombus the noted in the left atrial appendage (laa) and to pre-existing pericardial effusion. Left atrial pressure measurement was 17mmhg and the laa was chicken wing shaped. During deployment, there was some issue with contact in the low angle views with risks for device related thrombus and stability. A full recapture was done with the 18mm amulet and a larger device (22mm amulet) was chosen. The amulet was implanted after satisfying close criteria and there was no leak present noted around the occluder. On (B)(6) 2024, it was noted via transesophageal echocardiogram that there was a 3.5mm leak around the occluder. The patient did not present with an symptoms. On (B)(6) 2024, another transesophageal echocardiogram was performed. The decision was then made to implant an unknown plug and coil. On (B)(6) 2025, a transesophageal echocardiogram revealed that the leak around the occluder had be successfully decreased to 1mm. The patient was reported stable.